Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. As the investigation is ongoing it is not possible to comment on the root cause of the reported fracture at this time. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Event description:
It was reported by the surgeon that a revision procedure was required due to a broken implant between the stem and shaft.